Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, the device was being used as usual, but the jaws became unable to open from the middle of the procedure and the knife was exposed and could not return. The device was recognized by the generator, and activated. There was no re-grasp alarm and there was sealing tone and end tone. Reoperation was not required and the surgical time was not extended. It did not require for additional tissue resection. There was no tissue damage and the incision site was not extended. Nothing fell into the patient's cavity . The product did not lock on tissue and was removed from the tissue without any damage. The procedure was completed with another device and there was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The knife blade was not exposed when the jaw was open. The reported conditions were not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.